Event description:
The customer reported erroneous creatine kinase-mb (ck-mb), prostate-specific antigen (psa), total thyroxine (tt4), free thyroxine (ft4), free triiodothyronine (ft3), thyroid hormone uptake (t-uptake), and thyroid-stimulating hormone (tsh) results, for multiple pts, involving synchron lxi 725 system. This is report number five of six. Subsequent testing produced results within different clinical ranges. The erroneous results were released out of the lab. Amended reports were released to the hosp. There was no report of pt injury. There has been no report of change in pt treatment associated with this event. The field service engineer (fse) traveled to the facility to assess the unit.

Manufacturer narrative:
The field service engineer (fse) inspected the substrate system and found no leak. The fse discovered the substrate was not dispensing through the substrate probe. The fse verified the probe was not plugged. The fse replaced the defective substrate solenoid valve and verified proper delivery of substrate. The system verification testing failed. The fse replaced the led (light-emitting diode) and luminometer. The fse successfully completed system verification testing. The unit conformed to the MFR's performance specifications. This reportable event was identified during a retrospective review of product complaints conducted from january 1, 2008 through october 23, 2010 for add'l reportable events. All related medwatch reports: 2122870-2011-05549, 05550, 05551, 05552, 05554.